Manufacturer narrative:
The engineer found paint in the mounting hole of the electronics pan which caused the ground resistance. The engineer removed the paint from the mounting hole to repair the bed.

Event description:
Info rec'd indicates the engineer found a high ground resistance reading at the power board mounting lug.